Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/26/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred issue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the hot and cold jaw was observed to be discolored the entire length of both jaws. No other visual defects were observed. . A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. There was no smoking observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿device remains activated¿ was not confirmed, but was confirmed for the analyzed failures "material twisted /bent; wire" as well as "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy would not shut off. The pa then disconnected the energy cable to stop the device from over heating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy would not shut off. The pa then disconnected the energy cable to stop the device from over heating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.